Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 cgm displayed inaccurate values. Patient stated that the cgm value displayed was lower than the observed fingerstick values. At the time of the call, patient reported no injuries or medical intervention.